Event description:
Complainant alleged that while monitoring a pt (age unknown) during an in-hospital transport the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.